Manufacturer narrative:
(B)(4). The plunger, cuffs, link and needle tip were not returned. Evaluation of the returned device components found both the rail and non-rail ends were still inside the device. The suture bight was still loaded on the suture bearing with a knot. Based on the investigation findings, the suture was pulled out from the artery. The probable root cause for the suture being pulled out of the artery is not enough tissue captured and the device was deployed outside the artery or if the operator fails to follow the instructions for use (IFU) the IFU under device placement states: withdraw the smc device until the guide wire port exits the skin line. Grasp the suture adjacent to the sheath and pull the suture ends through the distal end of the proximal guide. The probable root cause for the suture pulled out of the artery is related to the operational context in the use of the device. No manufacturing or quality issue was detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, the suture became caught up on the distal guide. The suture was cut and the device was removed over a guide wire. A second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.